Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there are low r waves and the sensing test goes to 1.2 mv during testing and misses low amplitudes. It was also noted that there was t wave oversensing in the past and the sensitivity was adjusted. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.